Event description:
It was reported that there was a programmer error during the interrogation of the device. Further investigation indicated that the error could be alleviated by turning off the "print after initial interrogation" button. This allows the interrogation session to be continued. The use of the programmer was continued. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.